Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and haemorrhagic ovarian cyst outcome was unknown. The reporter considered haemorrhagic ovarian cyst and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst"), menometrorrhagia ("abnormal periods / 7 day periods with 3 day spotting") and acne ("acne /pimply face"). The patient was treated with other dermatologicals and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, haemorrhagic ovarian cyst, menometrorrhagia and acne outcome was unknown. The reporter considered acne, haemorrhagic ovarian cyst, medical device removal and menometrorrhagia to be related to essure. The reporter commented: I have had mine removed on (B)(6). Concerning the injuries reported in this case, the following one/ones were reported via social media: acne, haemorrhagic ovarian cyst, medical device removal and menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event acne /pimply face was added with treatment medication for same. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst") and menstrual disorder ("abnormal periods / 7 day periods with 3 day spotting"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, haemorrhagic ovarian cyst and menstrual disorder outcome was unknown. The reporter considered haemorrhagic ovarian cyst, medical device removal and menstrual disorder to be related to essure. The reporter commented: I have had mine removed on 8/26 concerning the injuries reported in this case, the following one/ones were reported via social media: menstruation abnormal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event abnormal menstruation and new reporter updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and haemorrhagic ovarian cyst outcome was unknown. The reporter considered haemorrhagic ovarian cyst and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.